Manufacturer narrative:
(B)(4). This report of a use error-breach in aseptic technique and peritonitis was confirmed because the nurse reported a break in aseptic technique by the patient described as the patient not wearing a mask and did not keep area clean before starting peritoneal dialysis. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. The assignable cause was undetermined.

Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from (B)(6) of patient made a mistake / break in aseptic technique and peritonitis coincident with dianeal pd2 and extraneal therapies. On (B)(6) 2012, the patient began treatment with extraneal (dose and frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2012, the patient began treatment with dianeal pd2 ultrabag (doses and frequencies not reported) intraperitoneally (ip) for peritoneal dialysis (pd). Dianeal and extraneal therapies were ongoing. On an unreported date, the patient made a mistake / break in aseptic technique further described as the by patient did not wear a mask and the area was not clean before starting pd. On (B)(6) 2012, the patient experienced peritonitis. The patient was not hospitalized. On (B)(6) 2012, the patient began remedial therapy with fortum (1gm, ip, every day). The cause of the peritonitis was area not clean before starting pd. The cause of the peritonitis was patient made a mistake / break in aseptic technique, did not wear a mask and the area was not clean before starting pd. Outcome for the event was unknown. The patient was retrained on aseptic technique. Causality for the event of peritonitis-unrelated. A causality for the event of break in aseptic technique was not reported.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A follow-up report will be submitted if additional information becomes available.